Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be chipped out on lower right front corner of top case, cracked on right plunger case, damaged bottom case seal and missing the whole barrel clamp assembly and all labels on bottom case. It was also noted the screw from the plunger head mount is unable to be removed. Device was powered on, and backup audible alarm post error was found. Main board does not operate as intended, confirming the reported customer complaint. The problem source however has been determined to be unknown.

Event description:
Information was received that a smiths medical medfusion 4000 pump had system failure. No adverse effects reported.